Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad; however the symbols are worn off of the contrast, up arrow and down buttons. Testing confirmed the contrast, up arrow and down arrow keypad buttons respond appropriately when pressed. The ok keypad button responds intermittently when pressed. All of the buttons on the keypad have normal spring back or click. The keypad was removed to investigate revealing contamination under the contacts of all the buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
.